Event description:
It is reported that the patient was seen during a check-up and the tibial tray is loose. The device was implanted in 2005, and it is unknown if a revision surgery is scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.